Event description:
It was reported that an arteriotomy closure of the subclavian artery was attempted using a prostyle device relative to a procedure. Reportedly, although there were no issues with the device itself "[no device malfunctions]", a vascular perforation occurred. An unfavorable clinical progression occurred, culminating in the patient's death. It is the reporting physician's opinion (not the operating physician) that the use of the prostyle device caused or contributed to the adverse patient effects and death due to its improper use "[in the subclavian artery]". No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2, b3 - estimated dates. D4- the UDI is unknown as the part and lot number were not provided. H6 medical device problem code: 1494 - incorrect anatomy.